Manufacturer narrative:
The user facility reported that while using the medivators hf1200 hemofilter, after 1 hour of use, a fiber leak occurred which resulted in a patient losing approximately 173 ml of blood. It was reported that there was no harm to the patient and the patient did not experience any adverse symptoms as a result of the blood loss. No medical interventions were reported to be required as a result of the blood loss. The reported event did not cause or contribute to any serious injury or deterioration of health. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that while using the medivators hf1200 hemofilter, a fiber leak occurred which resulted in approximately 173 ml of patient blood loss. There was no harm to the patient reported. No medical intervention was sought and no adverse patient symptoms were reported.